Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms. Customer's blood glucose level was 228 mg/dl. Customer declined troubleshooting with tandem technical support. Reportedly, the customer changed the pump supplies to resolve the reported issue.

Manufacturer narrative:
The failure investigation has been performed and the alleged issue was verified in the pump logs; however, investigation could not be completed as the cartridge was not returned.